Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned bacteriuria, urethral or bladder trauma and bladder cancer when asked of complications while using the latex foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent mentioned bacteriuria, urethral or bladder trauma and bladder cancer when asked of complications while using the latex foley catheter. It was unknown what medical intervention was provided.